Event description:
The bravo ph probe was introduced into the oropharynx and passed in the esophagus. The bravo ph probe catheter was placed appropriately; suction was applied and after one minute the probe was released. The device failed to detach from the delivery system and imbed into the esophageal mucosa. The device was withdrawn with the catheter. A second device was used successfully. Per the physician, the pt tolerated the procedure with no acute complications.